Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that laser extraction with this right ventricular (rv) lead was performed. However, it was noted that the splinter of the lead remained in the patient's body which opted to have the lead surgically abandoned. No additional adverse patient effects were reported.